Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer required assistance to set up the time and date on the adc blood glucose meter. As a result, of the set-up issue, the customer reported she had a seizure or a loss of consciousness; however, no further information was provided as the customer was in a hurry and could not continue the troubleshooting process. There was no report of death or permanent injury associated with this event.